Event description:
Epidural catheter wouldn't thread. No issues once replaced with a different catheter. Concerned for a defect in catheters in the kit since this is the 3rd time this month a catheter wouldn't thread. Anesthesiologist requested that I write an ers [electronic reporting system] about it.